Event description:
As reported on (B)(4) 2013, a female pt of unk age underwent a successful PICC placement on (B)(6) 2013. On (B)(6) 2013 it was noted the catheter had started leaking at the insertion site while the pt was being administered her drug treatment. The pt was directed by her treating physician to discontinue her drug treatment. The PICC was removed (B)(6) 2013 and replaced with a different catheter. When the PICC was removed, a small hole was noted approx 1" distal from the suture wing. There was no report of harm or injury to the pt due to this event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available for return to the MFR for eval. An investigation into the root cause of this incident is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, there was no harm or injury to the pt due to this event. The results of the device eval will be sent via a f/u medwatch. (B)(4).